Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system. Section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿

Event description:
A notification was received via abiomed¿s long-term outcome and quality indicator (loqi) impella registry regarding 50-year-old male patient that endured hemolysis with a "definite" relationship to the impella 5.5 device used: ¿8/23/24: pfh 160, 1-unit packed red blood cells (prbc) infused. (On 8/20/24 pfh 30) 8/27/24: pfh 30¿ the patient recovered with no sequelae. It was further reported that the patient endured renal failure with a "possible" relationship to the impella device used: ¿8/23/24: cr increased from 1.2 (8/20/24) to 3.6, nephrology consulted, crrt initiated @1957.¿ it was reported that the patient/event has not recovered/not resolved. Patient expired on support. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The investigation for the hemolysis and renal failure has been completed. Data logs were reviewed which showed pump was in improper position (aorta) corresponded with the time hemolysis occurred per clinical description that triggered alarms impella position in aorta. The intermittent suction alarms were also triggered during the case. No other issues were found on the logs. Product was not returned for review. Based on clinical description and data analysis, the root cause of hemolysis was most likely due to pump was not in the proper position. The root cause of renal failure was unable to be determined as limited clinical details were provided and no product was returned for review. Added- h6 impact code 4641.